Event description:
Received per from maquet cardiovascular in (B) (4) on 09/21/2009. The failure occurred with a hemopro device when trying to harvest the femoral vein during a coronary bypass. The hemopro thermostatic tip kept on cauterizing all the time, not only when activating with the power supply. The surgeon replaced the extension cable which had been sterilized around 6 times. Also, he replaced the power supply. Despite all this, the thermostatic tips did not work properly. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the device was returned with the molded connector on pigtail end was cut off. The cold jaw boot insulation had been torn away from the jaw. Device passed the mechanical properties. The handle was disassembled and the switch was tested for the normally closed state and it operated within specification. The switch meets electrical product specifications. Since the molded connector was cut off on pigtail end, the pre-cautery test could not be conducted. The reported complaint is not confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B) (4).